Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information, during the procedure for placing the double j ureteral stent, which occurred without any resistance or force. At the moment of extracting the pusher used with the appropriate stylet, we found a complete break at about one-third of the pusher. The remaining part was recovered from inside the instrument by pushing it out of the operating channel with a 6 ch stent without any difficulty, verifying its correct length.